Event description:
It was reported that the patient developed endocarditis. The implantable pulse generator (ipg) and leads were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned and analyzed. Visual summary analysis of the lead was performed and no anomalies were found. Products: 407652 lead 2009 (B)(6). (B)(4).